Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-01088. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to deep vein thrombosis (dvt). Plaintiff provided a CT report from (B)(6) 2017 that states 'no migration or abnormality associated with the ivc filter' but the filter 'tip is in contact with the posterior wall of the ivc with no perforation, occlusion or presence of clot in or below the ivc filter.' However, a follow-up analysis to the CT report from (B)(6) 2017 states that the filter has four prongs that allegedly perforate the ivc and that there is 10 degree tilt from anterior-to-posterior. Plaintiff is alleging tilt, vena cava perforation, shortness of breath.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.